Event description:
It was reported that the anesthesia system had a leakage and that the pressure transducer test failed. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. The issue was solved by replacing sco valve kit and cleaning of patient cassette. Soda lime dust from the reusable co2 absorber was found in the patient cassette. The filter in reusable co2 absorber was not replaced regularly. Sco valve kit was returned for technical investigation. The fault was reproduced, the leakage occurred most probably between o-ring and the shaft. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's reference #: (B)(4).